Manufacturer narrative:
Concomitant medical product: product ID 39565-65 lot# serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 15-dec-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt reports they have not met with a rep for a few years and is having much less pain control. They would like to have a meeting with their rep to make adjustments. Pt called to respond to patient letter received. Pt responded saying that step one was with the rep. Pt noted they could never use their adaptive stim because when they would lay on their back the leads would move on their back, it would also volt up in the back. Pt noted the leads were too far away from the scs. The second question to the MDR letter was what actions were taken to resolve; pt said it was not resolved and they are going to meet with their medtronic rep. Pt knows the rep will be unable to deal with the medical leads on where they were attached. Pt noted they also had new back pain below the ins causing a new pain line down their legs from hip to their front of the leg on the right side to their foot. The pt had no feeling in their right side of their foot and now they had both sides that caused this feeling since it got to the nerves. The pain was now in their foot, they also got pain when sitting for it was the same pain as before any surgery for the pain fires down their right foot. The pt had x-rays done and it showed the leads were intact. Pt noted they want another MDR letter to fill out once they meet with their medtronic rep.